Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator compressor is not working. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). Previously it was reported compressor is not working. According to new information oxygen and air supply loss found. A non-covidien service provider checked and cleaned the unit. Air and oxygen filter tubes were found disconnected. The service provider reconnected all connections and tubes. Checked working condition of the unit its working well, no parts were replaced. Ventilator is back in use.

Event description:
It was reported that the incident occurred during set up, there was no patient involvement.